Event description:
It was reported that the implantable neurostimulator (ins) battery was flashing, but no coupling boxes were shaded on the recharger. It was noted the patient had not felt stimulation in 2 days. It was further noted the patient last recharged the ins one week ago. Additional information received reported the patient was unable to connect their recharger to their ins. Additional information received reported the patient had been recharging since 9 am and their ins was still at 1/4. The reporter stated they have their ins off and the last time they tried to turn the ins on they were unable to do so. It was noted the patient¿s ins was moving from left to right inside the pocked which made recharging difficult because they would continually lose the connection. The reporter stated they had not contacted their healthcare professional in years. It was noted the patient had worked with a manufacturing representative in the past. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 37752, serial# (B)(4), implanted: 2006-(B)(6), product type recharger, product ID 389033, lot# v014988, implanted: 2006-(B)(6), product type lead, product ID 37742, serial# (B)(4), implanted: 2006-(B)(6), product type programmer, patient product ID 3708260, serial# (B)(4), implanted: 2006-(B)(6), product type extension, product ID 3487a, lot# l51141, implanted: 2000-(B)(6), product type lead, product ID 389033, lot# j0519164v, implanted: 2005-(B)(6), product type lead, product ID 37791, lot# unknown, serial# unknown, product type recharger, product ID 37752, serial# (B)(4), implanted: 2006-(B)(6), product type recharger. (B)(4).